Manufacturer narrative:
(B)(4) please disregard the information in report number 3004753838-2021-83880 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2018-016236 which was submitted through esubmitter.

Event description:
Please disregard the information in report number 3004753838-2021-83880 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2018-016236 which was submitted through esubmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and display device occurred.no product or data related to issue was provided.